Manufacturer narrative:
(B)(4)

Event description:
The pt experienced a shocking/jolting sensation at the neurostimulator pocket site which started over a year ago and had gotten worse. It was characterized as random and occasional in nature and had become more intermittent over time. Movement or palpation did not cause any sensation changes. Impedance measurements were normal. Additional info from the pt revealed that the system was reprogrammed successfully; the pt status was reported as good. A follow-up will be sent if additional info becomes available.